Event description:
Voluntary medwatch report received: mw5164678. It was reported that the left ventricular lead exhibited high out of range pacing impedance, noise and failure to capture. Lead fracture was suspected. The lead was reprogrammed. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5164678.